Manufacturer narrative:
Concomitant product(s): a 694765 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray showed that the left ventricular lead pulled back slightly and was noted to be dislodged. A remote transmission from the patient several weeks later indicated increased and high left ventricular threshold. The threshold remained high at subsequent checks. The lead remains in use and will be revised at the next device changeout. The patient is a participant in the (B)(6) product surveillance registry. No patient complications have been reported as a result of this event.